Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by company representative that the customer recently informed they were hospitalized. The customer was unable to provide the details at the moment. The customer stated she was off the insulin pump therapy per doctor's orders. Her doctor wants her to re-establish responsibility, before she will be allowed to use it again. The customer's blood glucose was unknown.